Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient underwent a right knee revision due to infection, erythema, drainage, dehiscence, and edema. A tibial insert exchange and irrigation and debridement were performed. This was captured in (B)(4). On (B)(6) 2020, the patient presented for a right knee evaluation due to clunking in the knee, pain, instability, and possible spin out of the tibial insert. There is no evidence of a second revision or invasive treatment after the first revision.

Manufacturer narrative:
Product complaint# (B)(4). This is a duplicate report of 1818910-2020-04646. 1818910-2020-05871 is being retracted as it is a report duplication. 1818910-2020-04646 will be kept for investigation purposes.